Event description:
A report was received that the patient was frequently charging the ipg following a lead revision procedure wherein electrocautery was used. (MFR report number 3006630150-2019-04498). The patient underwent an ipg replacement procedure and was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual 90970880-04)

Manufacturer narrative:
Sc-1160. Sn: (B)(4). Device evaluation indicated that the complaint was confirmed. The device could not be charged nor linked. The device does not power up using an external power source. It exhibited excessive sleep current (50.68 ma), high temperature on u2_asic (32.4 degrees celsius), and low vh (high voltage) impedance (10 o). This type of damage occurs when the ipg is exposed to high-voltage transients or high rf energy. It was reported that a plasma blade was used during the revision and it resulted in the reported complaint.

Event description:
A report was received that the patient was frequently charging the ipg following a lead revision procedure wherein electrocautery was used. (MFR report number 3006630150-2019-04498). The patient underwent an ipg replacement procedure and was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual (B)(4)).